Event description:
Intl customer reported that a pt presented with pain, decreased skin sensation and a small gap in the scar one week following breast augmentation. Lapis was applied to the surgical site. The event is reported as resolved.

Manufacturer narrative:
Wound dehiscence - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Intl affiliate reports the following possible products: lot: unk.